Event description:
It was reported in an scientific article that during an eval study on many epilepsy pt's implanted with vns device, one pt had an "early explantation because of local inflammatory complications". The cause of inflammation is unk. No additional info is provided.

Manufacturer narrative:
Article reference: kuba r, et al. Vagus nerve stimulation: longitudinal follow-up of pts treated for 5 years, seizure: eur j epilepsy (2008).